Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge was static. After continuous monitoring, the gauge remained static and reportedly, customer changed the cartridge. Blood glucose was 121 mg/dl.